Event description:
It was reported that a handpiece overheated within 1 minute and then stopped turning. The motor shorted. There was no patient impact.

Manufacturer narrative:
Product analysis found that the device was internally corroded, causing the motor to short and seize. Temperature tests could not be performed, as motor would not turn. The device was repaired and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.